Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012792523); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-34 (lot: 0012926614); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation with the transcatheter aortic valve evfxplus-34, nodular formation at the annulus/left ventricular outflow tract was identified on computed tomography. Pre-dilation was performed with a 23 balloon. The valve was positioned at a good depth. Moderate to severe paravalvular leak was observed on post-procedure angiography followed by post-dilation with a 25 true and 26 semi-compliant balloon. Moderate paravalvular leak was noted on final angiography. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: 1 fluoroscopic cine loop of the implant procedure was provided for review of the event. Patient summary was not provided for anatomical review. An assessment of the non-coronary cusp (ncc) implant depth is not possible in the provided image projection. A final check of the implant depth (image 1 ¿ allegedly in 3-cusp or open arch left anterior oblique (lao) view). The left coronary cusp (lcc) side appears too deep (ca. 8-9 millimeter (mm)). The combination of the described calcium load and a possible malposition of the valve are most likely the root cause of the reported final moderate paravalvular leak (pvl). No patient complications have been reported as a result of this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.